Event description:
Pt was involved in a motor vehicle accident on 7/25/98 suffering a compound both bone forearm fracture of right arm. Admitted on 7/25/98 for "orif" of right radius and ulnar with synthes plates and screws with cast application and partial closure. Pt return to surgery on 7/27/98 for wound debridement and closure of right forearm. Pt returned on 10/8/98 with a non union and ulnar plate fracture for repeat procedure.